Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, patient stated he had surgery 4-5 weeks ago and had terrible side effects like glare during day, headaches, nausea and loss of contrast sensitivity. Patient stated his vision was 20/20. Did not have cataracts did a clear lens exchange. He had some corneal issues after surgery and had to use muro 128. This was resolved. Additional information was received stating issues were still present, very bright large starburst, ray beams from 7-2 o'clock position, and huge halos, long range distance not as good anymore and a graininess at night. Patient was 20/20 but there were a lot of other issues as described. It had been going on as of now 4 months. Surgeon said everything was perfect with the lens.

Manufacturer narrative:
This report originally filed as 1119421-2022-02452. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-67644.